Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past 3 months. She noted that the ok, up arrow, and down arrow button symbols are worn, and that the buttons still click and spring back when pressed. The family member confirmed that the keypad is intact; denied exposing the pump to water; and stated that the pt wears the pump on her waist with a clip.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. It was observed that the keypad button symbols are worn. Eval confirmed that the keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.